Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 at 7 pm. The customer had high blood glucose level of 490 mg/dl at the time of incident. The customer treated their high blood glucose with manual injection. The customer was weak and fatigue. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer allege insulin pump was under delivering insulin. No air bubbles were present along the tubing length and self test and displacement test performed on insulin pump. The insulin pump will not be returned for analysis.